Event description:
Patient, through counsel, alleges that he underwent a left tha on (B)(6) 2012, and was implanted with an lfit v40 femoral head. Allegedly he had groin pain over the past year, then 8 days ago noted clunking and leg length discrepancy. He subsequently was revised on (B)(6) 2024, due to alleged head disassociation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No additional information.